Event description:
The customer reported functionality lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb, video controller pcb, and image processor pcb and all their connectors were evaluated and reseated. The system was tested, found to be working as intended and returned to service.